Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the controller was reprogrammed and tested during outpatient department visit. The controller was not able to store data and no "no power alarm " was present.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller operated as expected during bench testing and supplemental testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was exposed to a higher environmental (ambient) temperature to test whether the "no power" alarm would still sound. The results revealed that the controller was able to sound the "no power" alarm when both power sources were disconnected from the controller. To test the unit's ability to store data, a new patient identification number was inserted and the device was able to store the data. As a result, the reported event could not be confirmed.